Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that water leakage was confirmed from the foley catheter during pretest before use on a patient and there was no balloon rupture or tear.

Event description:
It was reported that water leakage was confirmed from the foley catheter during pretest before use on a patient and there was no balloon rupture or tear.

Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. The reported failure is within specification as the reported failure could not be reproduced. Visual evaluation of the returned sample noted one opened (without original packaging), a 3-way temperature sensing catheter with cut portion of inlet tubing. Visual inspection noted balloon was partially inflated upon receival of sample. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. As the reported event is unconfirmed a labeling review is not required. Correction: f, h. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected

Event description:
It was reported that water leakage was confirmed from the foley catheter during pretest before use on a patient and there was no balloon rupture or tear.

Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. The reported failure is within specification as the reported failure could not be reproduced. The product was not used for patient treatment or diagnosis. The product had not caused the reported failure. No root cause could be found because the reported event was unconfirmed. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. As the reported event is unconfirmed a labeling review is not required. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.